Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported an eri error message. The patient was guided through how to bypass the replacement indicator. The patient stated that they occasionally see the thermometer screen when recharging for long periods of time. Recharging best practice was reviewed with the patient. The patient also reported that her ins has been turning on and off by itself (moreso off than on). Their intermittent stim was stated to occur a couple times a month. The patient recalls falling several times, normally due to high winds. It was confirmed with their patient programmer that their stim has been turning off when it should be on and vice versa. It was noted that the battery is not low when this occurs and originally started about 2 years ago. The caller mentioned on (B)(6) she had an unrelated back surgery and the plan was to replace ins at the same time since battery depletion would happen this year anyway. The patient noted that the ins was not replaced, she didn't know if the rep said not to or if it was insurance. The patient noted that her ins has depleted once before and was restarted (captured in a separate event). No further patient complications have been reported as a result of this event.